Manufacturer narrative:
Device evaluation: no device-related issues were discovered during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, examination of the smooth and textured blood-contacting surfaces revealed no depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported stroke and increase in the patient's lactate dehydrogenase level could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced an ischemic stroke in (B)(6) 2016 and was also noted to have an elevated lactate dehydrogenase level. A ramp study was reported to be abnormal. The patient requested to be discharged home but was seen for a follow-up clinic visit. The patient¿s inr was reversed with oral vitamin k. A computed tomography scan of the chest, abdomen, and pelvis was obtained, following which the patient was taken to the operating room for a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Additional information. Multiple requests were made for the device to be returned for evaluation; however, the device has not been returned to date. A direct correlation between the device and the reported ischemic stroke and elevated lactate dehydrogenase levels could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.